Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. However, unit received with detached/missing end cap and unable to perform the displacement test due to detached/missing end cap.

Event description:
Information received by medtronic indicated that the insulin pump had crack at bottom. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.